Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returne. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the lot number:unk. Note: related events reported 2210968-2023-08215 and 2210968-2023-08216.

Event description:
It was reported that a patient underwent a total knee arthroplasty: tka on an unknown date and a barbed suture was used. During the procedure, the fixation tab came off the suture with the first fixation. There were no adverse consequences to the patient. Additional information was requested.